Event description:
It was reported that the patient was somnolent and passing out. The patient presented on (B)(6) 2015 with "subrial" and altered mental status.. The emergency room (ER) physician reported that the pump was for pain but did not know how it was programmed or what was in it. The last time the pump was filled was believed to be 1 to 2 weeks prior to the day of report. The physician was concerned about a possible infection or epidural abscess. The patient presented on (B)(6) 2015 with "subrial" and altered mental status. The manufacture representative had already been out and printed off settings for the healthcare provider. The pump system was delivering clonidine, bupivacaine, ketamine, baclofen and dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).